Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation, the right atrial lead exhibited undersensing. The device was reprogrammed. No patient symptoms were reported.